Event description:
Reporting status: serious injury - medical intervention / permanent damage. Reporting rationale: stent remains in patient. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the rca. It was a very long, difficult case and neither of the vision stents would cross. During the cross attempt with the 4.0 x 23 vision, the stent became dislodged. A balloon was used to compress the stent against the vessel wall. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It was reported that the procedure was to treat a heavily calcified lesion in the rca. Based on the reported information available, the inability to cross appears to be related to the heavily calcified anatomy. Additionally, the stent dislodgement appears to be related to the operational context of the device. There does not appear to be any indications of a product quality problem. A definitive root cause for the stent dislodgement in this case cannot be determined.